Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was unknown. The customer stated that they had the insulin pump on their side while working, so it might have been bumped against their truck. The customer does not use the sensor feature. The customer stated that they lost their blood glucose meter a day prior to the phone call so they were unable to provide their blood glucose reading. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.